Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and found 2 of 8 battery pins to be depressed. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported depressed battery contacts which was observed during evaluation. The battery pins were found to unable to rebound as designed. The failed rear case (containing battery contact pins) was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depressed battery contacts. There was no known patient injury or medical intervention associated with this event. No additional information is available.